Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. H6 health effect - clinical code - decreased level of consciousness.

Event description:
It was reported that an adverse event occurred while the follow app was not displaying cgm values. During the evening of (B)(6) 2024, it was reported that the patient was a heavy sleeper and did not hear alarms or alerts on his phone. He is ¿a brittle diabetic,¿ had pre-existing underlying medical conditions, and lived at his parent¿s house. His mother closely monitored his bg status using the follow app, typically set her alert to 80 mg/dl, and routinely used the follow app to go wake him up when he was low. The mom was familiar with the ¿no data¿ alert feature on the app. During the evening prior to the event, she had disabled the audio alert for that feature. At the time of the event on 04/30/2024, the parent had been sleeping. She heard her son yell. She looked at her phone. She saw a ¿no data available¿ message on the screen, and got up to check on him. As she got close to his room she could hear the primary device alarming an urgent low alarm. She found he was disoriented, confused, and slightly belligerent. For a few moments he was difficult to arouse. The phone display showed low and a bg finger stick value was 31 mg/dl. She gave him cake icing to eat, gatorade to drink and called emergency medical services (ems). After paramedics arrived the bg finger stick value had increased to 77 mg/dl. No treatment by paramedics occurred. The patient remained at home to recover. After the event his bg level stabilized, he was alert and oriented, and able to walk. Although the patient¿s mother had not received messages on the follow app on her phone, she checked his phone which showed he had continued to receive values and alerts on the primary device. At the time of the report, the patient was doing fine. Data was provided for investigation. The problem could not be confirmed. The probable cause could not be determined post investigation as the allegation was not found. No additional patient or event information is available.